Manufacturer narrative:
(B)(4). This report is filed on july 04, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection at abutment site. Clinical management of the patient is ongoing. The implanted device remains.